Event description:
The customer observed negative result values for hemoglobin, hematocrit, and mcv in the aliniq ams software, which were released into the laboratory information system. The customer uses the alinity hq analyzer for patient blood and stem cells. In the aliniq ams software, there was a rule set up to distinguish these sample types (x and *). After the alinity hq analyzer software upgrade, the rule no longer functioned correctly. Both flags (x and *) appeared together, causing the result to go from 0.00 to -1. The results example provided were as below: sid 7925347373 hematocrit from alinity hq=1.41x* /transmitted to lis by ams=-1 sid 8001697273 hematocrit from alinity hq=0.00x* / transmitted to lis by ams=-1; hemoglobin from alinity hq=0.024x* / transmitted to lis by ams=-1; mcv from alinity hq=0.00x* / transmitted to lis by ams=-1 the abbott fsr reconfigured ams rule to cover both flagging after new software upgrade. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed negative result values for hemoglobin, hematocrit, and mcv in the aliniq ams software, which were released into the laboratory information system. The customer uses the alinity hq analyzer for patient blood and stem cells. In the aliniq ams software, there was a rule set up to distinguish these sample types (x and *). After the alinity hq analyzer software upgrade, the rule no longer functioned correctly. Both flags (x and *) appeared together, causing the result to go from 0.00 to -1. The results example provided were as below: sid (B)(6) hematocrit from alinity hq=1.41x* /transmitted to lis by ams=-1. Sid (B)(6) hematocrit from alinity hq=0.00x* / transmitted to lis by ams=-1; hemoglobin from alinity hq=0.024x* / transmitted to lis by ams=-1; mcv from alinity hq=0.00x* / transmitted to lis by ams=-1. The abbott fsr reconfigured ams rule to cover both flagging after new software upgrade. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation on the aliniq ams software included a review of data and information provided by the customer, search for similar complaints, ticket trending review, and labeling review. The aliniq ams technical group investigated the "strtofloat" function in the ams rule is designed to return a default value of -1, when it fails to convert a number from string to a float format. This new format caused the "strtofloat" function to fail, hence returning -1. The ams rule functioned correctly based on its original design. The observed issue arose due to a change in the input format of the alinity h software. No deficiency was identified. The customer requested a revised rule capable of stripping multiple characters simultaneously. Abbott technical experts will review and validate the updated rule to ensure it performs correctly.a review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency of aliniq ams middleware, version 2.11, was identified.